Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control evaluated the customer¿s device and was unable to duplicate the reported issues. Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced an inappropriate loss of power. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off and back on during a patient event. In this state defibrillation therapy may be delayed or unavailable if needed. This issue is patient related; however there was no adverse patient outcome reported by the customer.

Manufacturer narrative:
Physio-control determined that the cause of the reported issue was an improperly seated battery in well 1, which was caused by user error.

Event description:
The customer contacted physio-control to report that their device powered off and back on during a patient event. In this state defibrillation therapy may be delayed or unavailable if needed. This issue is patient related; however there was no adverse patient outcome reported by the customer.